Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. Investigation summary: bd was not able to duplicate or confirm the customer¿s indicated failure as no item number, sample, batch, or lot code was provided. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no item number, sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. The complaint was deemed as MDR reportable therefore a submission will be performed. Shall a sample or lot number become available, the complaint will be re-opened and an investigation will take place. This complaint will be closed at this time. Root cause description: with no item number, sample, batch, or lot code root cause could not be determined. Rationale: CAPA not necessary.

Event description:
It was reported that during use of the unspecified bd insyte¿ autoguard¿ bc shielded IV catheter, patient found what seems to be foreign matter about 1cm above his right hand, which seems to be a piece of the catheter which could have remained after removing the catheter. The catheter had been put on feb. 4th or 5th. A radiography is planned on feb. 13th for removal.